Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was done. Customer was missing piece on the battery compartment and belt clip not holding the insulin pump. Customer's blood glucose at that time was 133 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.